Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the pace/defib board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.